Event description:
During device preparation for the atrial fibrillation procedure, the contact force could not be zeroed. The catheter replaced to the second one of the same lot with no resolution. The catheter was replaced to the third catheter of the different lot and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.